Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The off no power alarm could not be verified due to the blank display. The device had a scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and the display went blank. She stated that she had tried 4 different batteries and the screen was still blank. She stated she did not receive a low battery alert prior to the off no power alarm. Blood glucose value was 77 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display returned. The customer also reported that the insulin pump is chipped at the battery compartment next to where the clip slides on. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.